Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in the clinic when several alerts were found. Some alerts were from (B)(6) 2015 for high impedance on the competitor ventricular lead. Noise episodes and high voltage therapy were delivered which affected the full system. The system was explanted and replaced. The patient was stable all the time.

Manufacturer narrative:
A review of the segms in the device showed the cause of the inappropriate therapy deliveries was due to noise sensed by the device. Bench testing was performed, which includes impedance, sensing, pacing, and high voltage shock testing, and the device was normal. The cause of the noise sensed by the device remains undetermined.